Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture and balloon detachment occurred. The physician selected a 7-4/5/40 ultra-thin diamond balloon catheter to treat the target lesion. However, when it was inflated above rated burst pressure at 28 atmospheres, the balloon ruptured circumferentially. A portion of the balloon detached and was left in patient. A computed tomography (CT) was ordered and it showed evidence of fragment in pulmonary artery however it was decided not to remove the fragment from the patient's body. No patient complications were reported and the patient was asymptomatic.